Event description:
It was reported with the head nurse on the floor and said the spectrum pump that was reported had been in use all weekend and was working fine, and will not be needing service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.